Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci hysterectomy procedure, the spatula tip from the permanent cautery spatula instrument broke inside the patient and was successfully retrieved. There was no allegation of any patient injury or harm.

Event description:
It was reported that during a da vinci hysterectomy procedure, the spatula tip of a permanent cautery spatula instrument broke inside the patient. All of the instrument's items were reportedly retrieved. There was no patient injury, harm or adverse event. On (B)(6) 2015, intuitive surgical, inc. Obtained additional information from the customer. The customer stated that the tip of the instrument broke while cauterizing but all of the instrument's fragments were retrieved laparoscopically. No additional surgical procedures and no post-operative tests were required. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The instrument was inspected prior to use and no damage was noted. The customer stated that the tip of the instrument was brittle and believes it could have been due to improper reprocessing procedure. Isi has requested the customer to return the permanent cautery spatula instrument for further evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument associated with this complaint and completed its investigation. Failure analysis confirmed the reported event. During visual inspection, a piece of the instrument ceramic sleeve was found broken and was not returned with the instrument. The broken piece measured roughly about 0.107 x 0.090. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to due to user mishandling/misuse, and not due to a malfunction of the instrument.